Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci 5 product to perform failure analysis. The assy motor module vertical axis ssc is50 was analyzed and the reported "error 23062" was confirmed and replicated. A visual inspection revealed that the motor's cable connector was melted, which was attributed to the reported complaint.

Event description:
It was reported that the customer contacted technical support to report a 23062 fault on the da vinci 5 system while the system was not in use. Technical support instructed the customer to power cycle the system, but the fault persisted. All troubleshooting steps were completed remotely, and the customer was advised to contact field service for further assistance. The customer reported event has no report of patient injury.